Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer identified another particle in an ampicillin/sulbactam 40mg/ml dilution. Customer stated that they have continued to find small particles dilution bags. Some technicians stated that they only can see these particles in the bag after a day or two from initial production. No injury reported.